Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to correct the patient and device data that was submitted in the previous report. This information is duplicate to information submitted in MDR report 2124215-2019-07485 which reported the following: it was reported that this implantable cardioverter defibrillator (ICD) exhibited beeping tones. The device was later explanted due to premature battery depletion and unable to interrogate. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beeping tones coming from their device. The device was unable to be interrogated. No adverse patient effects were reported. The device remains in service.